Event description:
A patient underwent stent graft placement procedure using fluency stent graft. During procedure, the stent partial deployed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation and the stent graft was found partially deployed leading to confirmed results for partial deployment. There were no indications of manufacturing deficiencies. It was reported that a 9f introducer was used with a 0.035" guidewire for access, the tracking vessel was tortuous but not calcified, the lesion was pre- dilated and the device was flushed before use. Based on sample evaluation, the investigation is closed with confirmed results for partial stent graft deployment. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed, it was found that the instruction for use sufficiently address the potential risks. E.g., the instruction for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instruction for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instruction for use states: "prior to stent graft deployment , ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instruction for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended." Packaging pictograms indicate the use of an 9f introducer. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent stent graft placement procedure using fluency stent graft. During procedure, the stent partial deployed. There was no reported patient injury.